Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during surgery the surgeon encountered thick tissue and the movable top jaw of instrument fell off. It was retrieved immediately by surgeon. They opened another device and the top jaw would not open after activation. The surgeon said thick tissue was likely to blame. No more information could be provided. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2018. Batch # n90k7w. The device was returned with the upper jaw detached returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.